Event description:
Reporter indicated the hand-held will not power on at all. Troubleshooting did not resolve issue. Prod was received by MFR and is pending prod analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.